Manufacturer narrative:
(B)(4). Concomitant medical products: persona cemented 5-degree tibia, catalog #: 42532007902, lot #: 63520412, persona all poly patella cemented, catalog #: 42540000035, lot #: 63479779, biomet vg ps plus poly, catalog #: 00425100001, lot #: 62719910, unknown refobacin cement, catalog #: unk, lot #: unk. Report source: (B)(6). Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a supplemental will be reported accordingly. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent an initial right total knee arthroplasty. Subsequently, patient was experiencing pain and instability which required hospitalization. The outcome was pending.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No medical records were received that could confirm pain. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.